Event description:
A us distributor contacted zoll to report that a patient developed an open irritation under the lifevest equipment. Patient described the area as having stitches from a previous procedure and the lifevest kept rubbing the incision, opening the stiches, and exacerbating the symptoms. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to temporarily remove the lifevest and done a surgical procedure for a wound vac for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.